Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verio iq meter was powering off during use. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported prior to the start of the alleged issue she had symptoms of "jitteriness, head hurting and felt like passing out due to hunger." The patient reported attempting to test on the subject meter on (B)(6) 2013, at 1:30pm. The patient did not report what medications she takes to manage her diabetes. The patient did not state if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported she did not receive any treatment on the day of the alleged issue. At the time of troubleshooting the cca confirmed it was not the first time the meter had been used and there was no misuse of the subject meter. The battery was in good condition. The patient was educated on the auto shut off feature of the meter but the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.